Event description:
It was reported when using the pyxis medstation es system that had a drawer failure. A customer reported able to get medication from another station and there was also a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer control board and no lights on the board. A field service engineer replaced the lights on the board and drawer control board. The system functioned as intended after the field service engineer troubleshooted the device.